Event description:
Hyperglycemia: confusion, dehydration, polydypsia, polyuria. An ambulance officer from australia reported that a woman experienced dehydration, polyuria, polydipsia and confusion and her blood glucose levels were elevated while using a novopen 3 device. The device did not have a small circular plate on top of it and the result was that the rubber stopper in the cartridge was pushed over on one side and the insulin then ran out the back of the cartridge. The woman was hospitalized. No further info concerning the woman or the event is known.